Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had few scruffs on screen making it harder to see. The customer¿s blood glucose level was unknown at the time of the incident. Transmitter was completely dead. Was not light up and insulin pump had random or unexplained no delivery alarms. Customer was declined troubleshooting. The insulin pump will not be returned for analysis.